Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, loss of capture (loc) and pacing inhibition one day post implant. An invasive procedure was performed. Upon opening the pocket, the lead was noted to not be adequately secured into the device header. The lead was then securely connected to the device header. This product remains implanted and in service. No additional adverse patient effects were reported.